Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the skin for longer than 48 hours. Patient was using the system in manual mode as the automated mode does not work for that patient. On (B)(6) 2025, emergency medical services (ems) were called due to the patient being unconscious. The patient experienced severe hypoglycemia; blood glucose value was not provided. Paramedics administered glucagon. The patient did not have to be transported to the hospital; ems left afterwards. Additional details, including duration of medical evaluation and specific glucose values, are unavailable and were not provided by the reporter.